Manufacturer narrative:
The insulin pump powered up properly after battery installation. All buttons and back light works properly. No unexpected lines, missing segments, partial display or display anomalies were noted. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a partial display. Customer reported lines and numbers appeared on the insulin pump's screen when a button was pressed. The customer also reported seeing blocks on the insulin pump's screen. Customer's blood glucose was 325 mg/dl. The customer's high blood glucose was caused by not correcting for what they ate. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.